Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion. Per report, "the infusion ended 3 minutes early". There was patient involvement but no harm.

Event description:
It was reported an over infusion. Per report, "the infusion ended 3 minutes early". There was patient involvement but no harm.

Manufacturer narrative:
Correction: initial reporter facility name. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion was not confirmed through a review of the device logs or reproduced during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The inspection process did not find any issues or anomalies with the suspect pump modules that may have been a contributing factor for the occurrence of an over infusion event. All inspected parts were manufactured by bd. A review of the suspect pump modules error log showed no errors or malfunctions relevant to the facility¿s complaint. The suspect pump modules were powered on attached on (B)(6) 2025 at 7:15 am. Pump module s/n (B)(6) was assigned channel a and pump module s/n (B)(6) was assigned channel b. The profile in use was identified as ¿opic¿. At 7:59 am, pump module s/n (B)(6) was selected and user programmed a basic infusion with a rate of 50ml/h and volume to be infused (vtbi) of 50ml. The infusion was started and recorded a primary volume infused (pvi) of 0ml. At 8:08 am, pump module s/n (B)(6) was selected and programmed a basic infusion with a rate of 22ml/h and vtbi of 11ml. The infusion was started and recorded a pvi of 0ml. At 8:38 am, pump module s/n (B)(6) completed infusion for kvo, channel was selected and user modified rate to 43.5ml/h and vtbi to 22ml. The infusion was started and recorded a pvi of 11.086ml. At 8:59 am, pump module s/n (B)(6) completed infusion for kvo, channel was powered off and recorded a pvi of 50.066ml. At 9:09 am, pump module s/n (B)(6) completed infusion for kvo, silence key was pressed twice and channel was selected and user modified rate to 65ml/h and vtbi to 32ml. The infusion was started and recorded a pvi of 33.191ml. At 9:39 am, pump module s/n (B)(6) completed infusion for kvo, channel was selected and user modified rate to 87ml/h and vtbi to 43.5ml. The infusion was started and recorded a pvi of 65.392ml. At 10:10 am, pump module s/n (B)(6) completed infusion for kvo, channel was selected and user modified rate to 109ml/h and vtbi to 54.5ml. The infusion was started and recorded a pvi of 108.992ml. At 10:41 am, pump module s/n (B)(6) completed infusion for kvo, silence key was pressed and channel was selected and user modified rate to 131ml/h and vtbi to 80ml. The infusion was started and recorded a pvi of 163.602ml. At 10:55 am, pump module s/n (B)(6) was selected and user programmed a guardrails IV fluids infusion of ¿. IV maintenance¿ with a rate of 131ml/h and vtbi of 60ml. The infusion was started and recorded a pvi of 50.066ml. At 10:59 am, pump module s/n 17707828 alarmed for ¿occlusion patient side¿ and channel was powered off and recorded a pvi of 201.641ml. Seconds after, pump module s/n (B)(6) was selected and vtbi was modified to 15ml. The infusion was started and recorded a pvi of 60.782ml. At 11:07 am, pump module s/n (B)(6) completed infusion for kvo and channel was power off and recorded a pvi of 75.838ml. Pcu was powered off. At 11:33 am, pcu was powered on. Pump module s/n (B)(6) was selected and user programmed a basic infusion with a rate of 500ml/h and vtbi of 100ml. The infusion was started and recorded pvi of 0ml. Seconds after, vtbi was modified to 1000ml. The infusion was started and recorded a pvi of 0.373ml. At 11:48 am, pump module s/n (B)(6) was selected and user modified rate to 999ml/h and vtbi to 920ml. The infusion was started and recorded a pvi of 112.572ml. At 12:31 pm, infusion of pump module s/n (B)(6) was paused and one (1) minute after was restarted. Recording a pvi of 833.29ml. At 12:44 pm, pump module s/n (B)(6) alarmed for ¿air in line¿ and channel was powered off. Pcu was powered off. At 12:49 pm, pcu was powered on. Pump module s/n (B)(6) was selected and user programmed a basic infusion with a rate of 20ml/h and vtbi of 25ml. The infusion was started and recorded a pvi of 0ml. At 12:58 pm, pump module s/n 17707828 was selected and user programmed a basic infusion with a rate of 205ml/h and vtbi of 625ml. The infusion was started and recorded a pvi of 0ml. Pump module s/n (B)(6) was powered off and recorded a pvi of 3.096ml. At 3:26 pm, pump module s/n (B)(6) alarmed for ¿air in line¿, silence key was pressed and channel was powered off. Recording a pvi of 503.632ml. Pump module s/n (B)(6) was selected and user programmed a basic infusion with a rate of 205ml/h and vtbi of 20ml. The infusion was started and recorded a pvi of 3.096ml. At 3:32 pm, pump module s/n (B)(6) completed infusion for kvo, channel was selected and powered off. Recording a total pvi of 23.155ml. Pump module s/n (B)(6) was selected and user restored previous programmed infusion. Channel was powered off and recorded a total pvi of 503.632ml. Pcu was powered off. No more infusions were recorded on this date for the suspect pump modules. The inspection and testing process did not find any existing malfunctions that may have been a contributing factor for the reported event. The pump modules were found to be infusing within specification, with no signs of unregulated flow observed it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The incident administration set was not returned for this investigation; therefore, testing could not be performed. Alaris system user manual (v12.3.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: unregulated flow and rate accuracy testing was performed on the suspect pump modules. The devices were found to be delivering fluid within specification with no signs of unregulated flow being observed. The suspect pump modules passed the unregulated flow testing process and infused within specification for the rate accuracy testing process with no anomalies observed during the testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.